Manufacturer narrative:
The hill-rom technician found the hand pendant needed to be replaced. Per the hill-rom user manual: powered bed mechanisms can cause serious injury. Operate the bed only with persons clear of moving bed surfaces. If you are trying to access a hydraulic function from the control panel or pendant and the unit is not operating properly, the following message may appear: head position sensors not calibrated. Notify hill-rom. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self run up. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).